Event description:
It was reported that during a supply change the user was unable to twist the connector to remove the cartridge despite turning it to the left, and the connector remained flush with the pump; after receiving troubleshooting guidance to use pliers, the user was able to remove the connector. Customer care provided telephone troubleshooting and user instruction on removal technique. Investigation of this case revealed difficulty removing the connector from the pump during cartridge change, consistent with a connection or interface issue at the connector component that was overcome with mechanical assistance. No reported adverse clinical effects during the event. Outcomes included successful resolution with user education and no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user handling and technique.